Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported their managing physician told them to call to ask what type of exercises they can do because patient had an incident at the gym where they got a little shock. Patient was doing leg compressions and was doing too much and thinks this is what caused the shock. Patient also stated they think it could have been a static shock. Patient has not had any shocking since and not had any therapy problems. Reviewed activity guidelines as well as expectations regarding stimulation sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.